Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the the patient's head is moving due to mechanical play of the mayfield modified skull clamp (a1059), either with width, locking knob or even tension knob threads. There was no patient injury; however, there was surgical delay of 30 minutes.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that the lock has rotational and lateral movement and a residue buildup was present. By the completion of service, all worn components will be replaced and general maintenance and cleaning will be performed. Root cause - the complaint is confirmed via inspection of the unit. The unit does have slight movement in the lock and required cleaning and replacement of worn internal parts. The probable root cause is routine use and wear. Additionally, improper or suboptimal placement of the skull clamp can contribute to slippage/movement of the patient¿s head. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.